Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon evaluation, there was an intermittent open pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te) between ECG electrodes a and b. The cause for the non-functional therapy electrodes is the intermittent open pulse wire. The root cause of the intermittent open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.